Manufacturer narrative:
(B)(4). Exemption # e2018005. (B)(4). This report relates to a customer complaint that concerns the breakage of a xten light head as well as its disconnection from the supporting arm before surgical procedure. The spring arm failed in a way that allowed the surgical light to come down unexpectedly and hit patient and employee. Our investigation shows the following. The spring arm in question was part of our field action performed on 2009. The unit in this complaint failed due to the issue that was addressed with this field action. Described issue has been addressed with a new field action (msa/2017/002/iu) launched in october 2017. This is possible because -as we assumed in our investigation - for the x¿ten device replacement of the spring arm was performed only when the cracks were found during maintenance. As it was established there was an issue related to improper dimension of the pivot. This deficiency in the dimension could result in potential cracks on the pivot point and further in the breakage on the edge of the welding joint of the acrobat 2000 spring arms manufactured between 2000 and 2006. It was established that when the issue occurred, the light head did not meet its specification and it contributed to the outcomes of the complaint. In the time when the issue occurred the device was not being used for patient treatment. We conclude that a malfunction occurred that did not cause an adverse outcome, but directly or indirectly could have led to a serious deterioration in the state of health, or worse, of a patient or other person. It is recommended in our labeling that for spring arms in the affected years of manufacture, annual inspections of the weld seams are be added to manufacture¿s maintenance plan to prevent future failures.

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
(B)(4) . Issue will be investigated by manufacturing site.

Event description:
On (B)(6) 2017, maquet sas became aware of an incident with one of surgical lights- x-ten. As it was stated, spring arm broke and falling light head made a contact with patient and employee. There are no injuries reported however we decided to report this event in abundance of caution. Manufacturer reference number #(B)(4).